Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's pump shut off. The customer reported an elevated blood glucose (bg) level of 447 (mg/dl) and administered a manual injection to correct bg level. During troubleshooting with tandem technical support, review of the pump data confirmed that low power alerts and a low power alarm had occurred and had not been addressed by charging the device. Subsequently, the pump shut down due to insufficient battery power. Recommendation was made to charge pump more frequently.